Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insert battery alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated that the battery ran out and placed new battery in insulin pump and insert new battery alarm occurred. The customer was assisted with troubleshooting. Customer did not receive a battery failed alarm. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated the contacts was not missing, damaged, or corroded. Customer stated the battery compartment neither spring, damaged nor corroded. Customer's outcome pertaining to the complaint. Customer received replace battery now alarm after inserting a new battery inside of insulin pump and this three times. Device will return for analysis.